Event description:
Report received with returned product of pt experienceing increased pain and volume discrepancies at refill. Rotor study was performed x2 which showed no rotor movement. The device was explanted and returned to the manufacturer for analysis.